Event description:
It was reported that following a diagnostic catheterization, an angio-seal was selected for use. Pulses were not palpable. The patient then underwent an embolectomy. The angio-seal was removed and the right common femoral artery was repaired. The patient's foot remained cool with doppler signals. Later in the afternoon, the patient underwent an arteriogram and a femoral occlusion was confirmed. The patient returned to the operating room for a thrombectomy with a saphenous vein graft repair in the right common femoral artery. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.